Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (belt torn in two) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief. The cause of the test failures was the pulled dn to rear te cable. The root cause of the pulled dn to rear te cable cannot be positively identified but is likely due to excessive force. No adverse event resulted from the damaged belt. The pt was issued a replacement electrode belt.

Event description:
A (B)(6) distributor contacted zoll customer support to report that a pt's belt was torn into two parts. The pt was issued a replacement belt.